Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer reported the o2 valve stuck closed. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer biomedical engineer reported the o2 valve stuck closed. No patient involvement.